Event description:
A few days after line insertion, line separation at the position where transparent tape was pasted.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.